Event description:
It was reported that this pacemaker was not detected during a recent remote interrogation attempt, prompting a service center case. Although the device had previously transmitted successfully, the communicator failed to locate the implanted device during a scheduled connection. The patient attempted to troubleshoot the issue with technical support, including moving the communicator and initiating a forced call, which was successful; however, the device still could not be consistently interrogated. Technical services suggested that the clinic verify the rf settings in the implanted device and, if necessary, assist the patient in performing another interrogation or in-office evaluation. The patient, who is 88 years old, expressed significant frustration with the process and declined further assistance during a follow-up call. The case remains unresolved, and further action will depend on clinical review and patient cooperation. No adverse patient effects were reported. This device remains in service.